Manufacturer narrative:
(B)(4). Date sent 1/7/2026. D4 batch #632d44. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: a manufacturing record evaluation was performed for the finished device batch number 632d44, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2025. B3: only event year known: 2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a98d97, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device fired and cut but did not seal the bowel; and that the staple line was wide open. There was no patient consequence nor surgical delay reported. No additional information provided.